Event description:
Swelling of many parts of my body ie: hands/fingers, feet/toes, ears, eyeballs (episcleritis), weight gain, severe mood swings, worsening depression, exhaustion, perfusive sweating, hip pain, abdominal swelling (pregnant belly), loss of teeth and hair, constant joint pain and swelling, the list just goes on.